Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 02/20/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. It was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, pimples, and scar underneath sensor pod area only, which occurred seven days after the sensor had been inserted in the arm. The skin reaction was treated with an over the counter (otc) topical cream (neosporin® cream). There was no documentation of medical intervention. No additional event or patient information is available.